Manufacturer narrative:
H10: through follow-up communication with the customer, livanova learned that the device was cleaned regularly as per the instructions for use, reusable blanket are not used, the device is stored full of water and h2o2 monitoring is not performed on saturday and sunday, h2o2 is added when the water in the tanks is changed (each 7 days), pall-aquasafe water filter with an 0.2 m membrane used for tap water is used, the surfaces and water circuits are regularly disinfected, the 3t aerosol collection set is replaced after the allowed use period, the device is placed outside the operation theatre. Based on all the gathered information, it cannot be excluded that a lack of monitoring of the h2o2 level on saturdays and sundays of the water tanks may have led/contributed to the reported contamination.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that a 3t heater-cooler resulted contaminated by chimera. There is no report of any patient injury. Device has been sent for deep disinfection. The customer has a received a replacement device and replacement tubings.

Manufacturer narrative:
The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in belgium. According to follow up, the customer have repeated the test few times and it always resulted positive to the contamination. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.